Event description:
Nellcor puritan bennett received a call from source on 5/6/1998. Source called to report the following problem: not getting apnea alarm and high heart rate alarm when running on simulator.